Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system with was received for evaluation. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a broken and frayed power extension cable with exposed wires, causing the unit to not power on.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient unit had fraying and exposed wire on the cord from the back, and sparks were emitted from the back of the unit. The unit was replaced.